Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of the month that complaint was reported. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The DHR for lot 17193 was reviewed. No defects, reworks, or ncs related to the product complaint were found. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Manometry- (B)(6) 2018- normal. Ph study- (B)(4) out of 4 days with elevated demeester scores, one score of 27 + nocturnal reflux.. Egd- (B)(6) 2018- was the device explanted on (B)(6) 2020? Yes. Is 17193 the lot number or the serial number? This is the lot number. If it is the serial number, do you have the lot number? The implant does not have a serial number. In the event description, it states: ¿dilations were performed¿, how many dilations did the patient go through? What are the dates of the dilations? (B)(6) 2019, (B)(6) 2020. When using the linx sizing device what technique was used to determine the size? Still working on this. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Severe. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Besides dysphagia, what was the reason for removal of the linx device? Dysphagia, bloating, hoarseness, throat pain. Was the device found in the correct position/geometry at the time of removal? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when using the linx sizing device what technique was used to determine the size? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had the linx device explanted due to dysphagia. Dilations were performed prior to explant but it was determined that the device would have to be removed.